Event description:
During a pta to a target lesion below the knee (left or right, size of vessel both unknown), the balloon ruptured at nominal pressure. There was severe calcification, moderate vessel tortuosity and 99% stenosis at the target site. There was no adverse consequence to the patient. Another balloon (savvy, 435-202l, lot no. Unknown) was used and the procedure was finished successfully. As per the reporting affiliate, no additional patient or procedural information is available.